Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they can't pee out and they are miserable trying to sleep when they can't empty their bladder. The lady at the hcp's office yesterday was concerned about the patient having an infection. Patient finally went to the bathroom and had a good experience but they didn't totally empty out so the hcp office made an adjustment. No matter what setting they had on, at the end of the penis it was irritated but that stopped. Right now they feel like they can't void completely. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.